Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 200mg/dl. System check was performed and the pump performed as intended. The customer declined to remove the infusion set site. The customer successfully delivered the remainder of the bolus during the call and stated that if their bg levels did not decrease then the infusion set site would be changed.